Event description:
The customer reported the ventilator would not operate on ac power and would operate on backup battery power only. The customer reported the unit was in use on a patient, there was no patient harm and the ventilator was alarming while on backup battery power. The manufacturer's service technician was able to duplicate the reported problem. The service technician reported when the ventilator was plugged into ac power the mains led did not illuminate and the unit would not operate on ac power. The service technician replaced the power supply to correct the findings. Extended self testing (est) was completed and all tests passed per operating specifications.